Manufacturer narrative:
The investigation determined that a lower than expected tsh result was obtained from college of american pathologists (cap) proficiency samples when tested using vitros immunodiagnostic products tsh reagent in combination with a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined with the limited information provided by the customer. The customer failed to provide when requested, any quality control fluid information or data so it was not possible to assess the reagent performance of vitros tsh at the time of the event. Therefore, a vitros tsh reagent issue cannot be ruled out as contributing to the event. The customer also failed to provide when requested any within run precision testing on the instrument. Consequently, no assessment of the instrument performance at the time of the events was made. Therefore, it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. Additionally, the customer also failed to provide when requested the handling and storage of the cap samples. Therefore, it is possible that improper pre-analytical sample handling and storage likely contributed to the events. The cap specimen k-08 that obtained the lower-than-expected vitros tsh result also obtained lower than expected vitros tt4 & ferritin results. Therefore, it is possible that cap specimen sample k-08 was compromised at the time of the event, but this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot: 7310.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected tsh result was obtained from college of american pathologists (cap) proficiency samples when tested using vitros immunodiagnostic products tsh reagent in combination with a vitros 5600 integrated system. Vitros tsh cap specimen k-08 result of 16.90 miu/ml versus expected result of 26.47 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros tsh result was obtained from proficiency samples and were reported to the proficiency scheme provider. The customer did not give any indication that patient results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers: (B)(4).